Event description:
Dialysis treatment initiated @ 6:30 am on a 21st use f80-a dialyzer. Pre-temp. 97.5. Pt offered no complaints pre-treatment except noting a nose bleed on 1/16/94. Two hours into dialysis treatment complained of back pain and severe chills. Temp. 98.2, bp 180/120. Treatment discontinued, blood rinsed back. Symptoms subsideed. Treatment reinitiated on new dialyzer and lines-pt completed treatment with no further difficulty and was discharged home. Post temp. 99.2, bp 130/90. Antibiotic rocifin given.